Manufacturer narrative:
Attempts for product return and requests for additional information were made. The customer stated that she would not be speaking to masimo or providing any information. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. This is a follow up to the user facility report submitted and received by masimo. See user facility reference medwatch no. (B)(4).

Event description:
Customer reported "pulse oximeter machine did not alarm in the room or via the central alarm system. Patient was on t-bar with 28% oxygen at time of event. Cardiac arrest."